Event description:
It was reported by the affiliate that during a sleeve gastrectomy procedure, the device did not staple. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Date sent: 2/14/2008. Evaluation summary: the analysis results found that one device was returned with no visual non-conformances and with no cartridge present. The device was tested for functionality with a test cartridge and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.